Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the needle "exploded" with one syringe of juvéderm vollure¿ xc. Patient contact was made. No injuries to patient, injector or staff occurred. The packaged needle was used for the injection.